Event description:
A site sales representative, reported their navigation system would not track properly and intermittently, upon boot-up, the screen remained black showing no signal, going into power saving mode. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative reported that he was only able to reproduce the computer not booting correctly when he suddenly unplugged the system and the uninterruptible power supply (ups) did not hold the charge. During a normal stop/boot sequence it did not occur. The rep advised the site to always wait for the system to finish shutting down and never unplug the system until it is completely stopped. They have used the navigation system since and with no further issues. The ups and active instruments have been replaced. The new ups was confirmed to be holding a charge. The site has not released the old ups for further testing. A medtronic representative went to the site and replaced the active instruments and ups battery, and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out. It was determined the ups was not holding a charge and active instruments were not working properly. It was noted to shut down the navigation system correctly to allow the system to boot properly and display the proper image on the screen. The reported issue was observed when the navigation system was unplugged suddenly and stopped because the ups was not holding a charge. The system is tracking perfectly with passive instruments but the active instruments work intermittently. A demo tray of instruments was provided to the site by the medtronic representative. A replacement ups has been ordered. No parts have been returned to manufacturer for analysis. No further issues have been reported.